Event description:
The device was used during a partial gastrectomy. The device was fired across the stomach and the staples did not form. Another device was opened to complete the case. There is no other information available. There was not consequence to the pt.

Manufacturer narrative:
A1,2,3,4,b6,7,d10-info not provided by user facility. Results of evaluation: conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It is possible that the instrument may have been fired outside of the safe firing range which would have prevented the staples from reaching the anvil properly and causing the staple to be malformed. The instrument was fired at the 2.5 (high setting) with a reload cartridge and fired and formed staples as designed across the entire staple line. The staple formation was good and consistent throughout the entire staple line. The reported incident of malformed staples could not be recreated. Mfg and engineering have been notified of the reported incident.